Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a medical intervention for low blood glucose levels. The customer's blood glucose level the night before the incident was 116 mg/dl, but dropped to 26 mg/dl and the customer was found unconscious and sweaty. The customer's husband treated with a manual glucose injection, crackers, juice, and called paramedics who monitored the customer until she regained consciousness. It was stated that the customer is a brittle diabetic. Customer recently changed basal rates per doctor's instructions. The customer was advised to monitor the insulin pump and call back if issues persisted. The device was replaced and returned.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the reservoir tube window corners and reservoir tube lip. Unit received with minor scratched lcd window.